Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the target area was the torturous and calcified mid right coronary artery (rca). Pre-dilatation was performed with a 1.5 x 12 mm non-compliant balloon. The xience v 2.75 x 23 mm stent was implanted. Post implant a distal edge dissection was observed. A xience v 2.5 x12 mm stent was implanted to cover the dissection. There was no adverse patient sequela. No additional information was provided.